Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reports they had lost consciousness and woke up in the hospital. Once at the hospital the patient was told their pod and sensor were not communicating. The hospital pharmacist was able to assist in in connecting the patients sensor to the pod. We are unable to gather more information as to this event due to the patients memory of this event.